Manufacturer narrative:
Patient city: (B)(6), patient country: canary islands.

Event description:
Reference number (B)(4). Event occurred in the canary islands. It was reported that patient faced infusion set issue on (B)(6) 2025. The adhesive is not sticking at the insertion site due to removed with clothes. No further information available.